Event description:
A materials manager reported that following intraocular lens (iol) implant surgery, the patient indicated having blurred vision. The lens was exchanged five days later. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested on (B)(6) 2013 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).